Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed during product evaluation. However, the root cause of the reported problem was not determined. There have been no repairs made at this time. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device has not been previously sent into service for the reported condition of "fc810:11" or any other ail related failures.